Manufacturer narrative:
(B)(6). Device investigation narrative - the reported complaint of overheating could not be confirmed. Product did not overheat during functional testing. Unit was tested at speed settings between 100 and 10,000 rpm¿s in forward and reverse for 10 minutes. Also oscillate for 5 minutes in highest setting (9). Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. At no time did mdu overheat or lock up. All functions perform as expected. No problem found.

Event description:
It was reported the rfb mdu hand cntrl pwrmx el overheated. This occurred before the procedure. There were no delays or patient injuries reported.